Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 5.0x100mm absolute pro .035 self-expanding stent system (sess) was deployed with a cross-over approach. However, the stent system got stuck with the introducer sheath and had resistance but was removed independently. It was noted that the proximal shaft was peeling and wrinkled when the device was finally removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material twisted / bent was able to be confirmed. The reported peeling was unable to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/ similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during device removal inadvertent interaction with the introducer sheath resulted in the reported difficult to remove. Interaction/manipulation of the device resulted in the reported wrinkled proximal shaft/ noted wrinkled stent sheath. Further manipulation likely resulted in the noted jacket stabilizer damages (torn/exposed inner braiding, drag marks, bunched). The noted multiple outer member bends and kink likely occurred due to handling during/post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: part and lot number updated from 1011920-100/3051061 to 1011914-100/3042061.